Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate while loading a cartridge. The customer used another cartridge successfully. The customer's blood glucose level was not impacted.